Event description:
It was reported that during surgery the skin would catch when it was coming out of the mesher, producing an incomplete graft. The mesher comb was bent. The surgeon used a different technique without a skin graft for the procedure. There was no harm or delay reported. No additional information available is indicated. Due diligence is complete. At investigation functional testing determined the cutter failed the test cut due to an incomplete cut. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001526350-2023-01279-1. The investigation is complete. This is an initial final report submission. Functional testing determined the cutter failed the test cut due to an incomplete cut. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.